Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak in the pump segment of IV tubing during an infusion. There is no report of patient harm.

Manufacturer narrative:
Additional information: the customer¿s report of a pump segment leak was confirmed. During visual inspection of the set it was noted that the silicone segment had a small pin hole near the upper fitment. No crush mark was seen on the upper blue fitment during visual examination under magnification, nor were any other anomalies were observed. Functional testing was performed and a leak was observed coming out from the silicone tubing near the upper fitment. During pressure testing the leak from the silicone tubing occurred at less than 3psi of air. No other anomalies were observed. The cause of the leak was due to a pin hole in the silicone segment. The root cause of the pin hole was not identified.

Manufacturer narrative:
Correction: initial reporter address.